Manufacturer narrative:
Additional information was updated in a1., a2., a3.a., b2., b3., b5., d1., d4., h2., h4. The manufacturer internal reference number is: (B)(4).

Event description:
As per the follow up information received the consumer experienced symptoms of light sensitivity and pain in left eye for which consumer sought medical attention and was diagnosed with corneal ulcer. Consumer was treated with moxifloxacin and prednisolone acetate. The current status of consumer¿s eye was symptoms resolved at the time of this report. Additional information has not been requested.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A trend-related investigation was performed; no trend could be identified. The device history record for this lot has been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by other health care professional stating that three consumers experienced corneal ulcer during the three months of duration, this is the second consumer who experienced corneal ulcer. The current status of the consumer¿s eye is unknown at the time of this report. No additional information has been provided at this time of report.